Manufacturer narrative:
The consumer stated that the absorbency of tampon used was super. The recall referenced by consumer only involved some lots of the regular absorbency ubk natural balance security tampons. In addition, a manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
In (B)(6) 2012, consumer was diagnosed with pelvic inflammatory disease (pid) after using a tampon from recalled lot. At that time she experienced heavy menstrual bleeding with large clots, sharp abdominal pain, fever and irregular menstrual cycles. A year after diagnosis of pid, the consumer told the pid has resolved but she had significant scarring. Since, she has sought medical treatment several times for reoccurring yeast infections, abdominal pain and bacterial vaginal infections. The consumer is unsure if this was all related to the tampon recall or not. There have been two more additional attempts ((B)(6) 2018) to contact consumer for wellness checks, but we have not been successful. We will submit a follow-up report if we become aware of any new/additional updates to consumer health or medical information.